Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer . Pthe reported condition of "device not detected on bus" was confirmed during fse testing and subsequently confirmed in the dchu testing process. . The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that replaced module controller board and hh controller board. Rebooted station and tested drawer in hta with good results. During dchu visual inspection: p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151622-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing: p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: failed the dmm testing due to low resistance measurement between tp502 and tp505. P/n 151630-01: failed the dmm testing due to an open fuse (f201), the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "device not detected on bus" was due to: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality. A shorted diode d501 on the drawer controller board (p/n 151622-01) which led to circuit instability and ultimately compromised the drawer's functionality. A faulty "pcba pmc v1.06/v0.09bl hh", p/n 151630-01 due to an open fuse (f201) which prevents the proper functionality of the whole board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that assy retractor dwr hh cubie which lead to the observed thermal damage, d501 on the drawer controller board had a shorted diode and pcba pmc v1.06/v0.09bl hh due to an open fuse (f201) which prevents the proper functionality of the whole board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the device was not detected on bus. A field service engineer (fse) had replaced the module controller, but the issue persisted. Therefore, the fse needed to replace the drawer controller. Later, the fse replaced the drawer controller, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.